Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient was injured as a result of a blow to the head. She stopped hearing with the device and visited the clinic for examination, where affected channels were seen. The recipient has been re-implanted.

Event description:
Reportedly, the recipient was injured as a result of a blow to the head. She stopped hearing with the device and visited the clinic for examination, where affected channels were seen the recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the recipient was injured as a result of a blow to the head. She stopped hearing with the device and visited the clinic for examination, where affected channels were seen the recipient has been re-implanted.

Manufacturer narrative:
Conclusion: based on the available information, damage to the active electrode caused by the reported trauma seems likely. However during device investigation an exact location for the damage could not be determined, as the device was received incomplete. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.